Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was placed on the in-house system in order to replicate customer related complaint. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in hook. No damage found on conductor wires.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument was smoking out of the joints. The smoke seemed a lot more than what was supposed to be. The procedure was completed. There was no reported injury.